Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of their insulin pump having a blank display and no alarm when the device shuts off. The customer's blood glucose level was unknown. Troubleshooting was not able to be done, due to the customer not being present. The customer is being sent out replacement battery cap, and was advised to call back when the customer is present to troubleshoot. Nothing is being returned at this time.